Manufacturer narrative:
Steris is awaiting the return of the device subject of the reported event for evaluation. Investigation of the reported event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report to ansm that during a patient procedure their padlock clip defect closure system would not deploy.

Manufacturer narrative:
The padlock clip is used for clip placement within the gastrointestinal tract and consists of a single-use clip within a delivery system. The clip component of the device is within a delivery housing which is mounted and secured at the distal tip on the outside surface of a flexible endoscope. A linking cable rests along the outside of the endoscope's insertion tube and connects the delivery housing/clip to a control handle and thumb actuator outside of the patient. The user depresses the thumb actuator to deploy the clip. The device subject of the reported event was not returned to steris for evaluation as the user facility discarded it. An exact cause could not be determined as the device was not returned to steris for evaluation. The DHR for the subject lot was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. User facility personnel stated that there were no issues noted during their inspection of the device prior to use. Based on our investigation and similar events where the device was evaluated, improper handling by user facility personnel of the device and linking cable which is part of the mechanism to deploy the clip was likely the cause of the reported event. The IFU includes the following statement about proper handling of the linking cable, "avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function." Additionally, the IFU includes instructions to inspect the linking cable for kinks prior to use, specifically, "inspect the entire padlock clip defect closure system for kinks in the linking cable or other damage to the delivery housing, control handle body, and the thumb actuator (cracks, breaks, protruding or missing parts). If damage is evident do not use this product and contact your local product specialist or customer service representative." No additional issues have been reported.

Manufacturer narrative:
Steris received the padlock clip subject of the reported event back for evaluation. Evaluation results found that the distal end appeared to have a significant curve, and the control wires were broken away from the handle assembly, causing the handle assembly to no longer work. The curved distal end is indicative of over-articulation or torturous configuration, which could cause strain on the device, preventing the housing from moving freely to deploy the clip and result in the disconnection of the control wires. No additional issues have been reported.